Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient exchanged to heartmate 3 due to the possible infection on (B)(6) 2020. No further information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: no device-related issues were identified through the evaluation of heartmate ii lvas, serial number (B)(6). A specific cause for the reported infection could not be conclusively determined through this evaluation. The pump was returned assembled with the driveline cut approximately 1.75¿ from the pump housing, and a distal portion of the driveline measuring approximately 28.5¿ with the controller connector was returned. The sealed inflow conduit was returned attached to the pump inlet port. The apical sewing ring was returned unsecured. Less than 0.5¿ of the sealed outflow graft was returned detached from the outflow elbow, which was returned attached to the pump outlet port. Less than 0.5¿ of the sealed outflow graft bend relief was returned, along with the sealed outflow graft bend relief collar disconnected from the device. Evaluation of the sealed inflow and outflow conduits revealed no evidence of laminated or denatured depositions or thrombus formations. Upon disassembly of the pump body, visual inspection of the pump¿s blood-contacting surfaces revealed no evidence of adhered depositions or thrombus formations. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. The pump underwent cleaning, reassembly, and functional testing under load conditions using a mock circulatory loop. The retrieved data revealed pump power consumption and pressure values that met manufacturing specification. The pump operated as intended. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit shipped on (B)(6) 2018. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), is currently available. Section 1 ¿introduction¿ of this document lists local infection as an adverse event that may be associated with the use of heartmate ii lvas. Additionally, section 6 ¿patient care and management¿ lists infection as a potential risk/adverse event that may be associated with the use of heartmate ii lvas. Section 6 also includes information regarding how to prevent and control infection. The heartmate ii lvas patient handbook, rev. D contains several sections with information about how to prevent and control infection. No further information was provided. The manufacturer is closing the file on this event.